Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4: batch # 559c82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and a gst60d reload loaded on the device. The reload was received fully fired, with the pan detached from the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 559c82, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the cartridge could not be loaded into the jaw. The cartridge pan of the cartridge used before was left into the jaw. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.